Manufacturer narrative:
Reported event: an event regarding wear involving a triathlon insert was reported. The event was confirmed via evaluation of the returned device. Method & results: product evaluation and results: examination by material analysis engineer indicated burnishing, scratching and third body indentation were observed on the insert. These are common damage modes of uhmwpe. Explantation damage was also observed on the insert. Based on the given information, no identifiable materials or manufacturing discrepancies were observed on the surfaces examined. Clinician review: no medical records were received for review with a clinical consultant. Product history review: review of the device history records indicate the devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusions: it was reported that the pre-operatively, the surgeon suspected the cause of pain to be femoral loosening and osteolysis due to poly wear. It was further reported that the poly (insert) had no visible wear. Examination by material analysis engineer indicated burnishing, scratching and third body indentation were observed on the insert. These are common damage modes of uhmwpe. Explantation damage was also observed on the insert. Based on the given information, no identifiable materials or manufacturing discrepancies were observed on the surfaces examined. The exact cause of the event could not be determined because insufficient information was provided. No further investigation for this event is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported that the patient's right knee was revised due to pain. Pre-operatively, the surgeon suspected the cause of pain to be femoral loosening and osteolysis due to poly wear, due to lucency seen on x-ray. Intra-operatively, though noted to not be grossly loose, the existence or degree of looseness of the cemented femoral component was not reported to the rep. The poly had no visible wear. Rep is requesting investigation results on the insert, which is allegedly being returned. Patient was revised to a size 4 ps femur with a 5x10 insert. Rep confirmed that no further information will be released by the hospital or surgeon.

Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported that the patient's right knee was revised due to pain. Pre-operatively, the surgeon suspected the cause of pain to be femoral loosening and osteolysis due to poly wear, due to lucency seen on x-ray. Intra-operatively, though noted to not be grossly loose, the existence or degree of looseness of the cemented femoral component was not reported to the rep. The poly had no visible wear. Rep is requesting investigation results on the insert, which is allegedly being returned. Patient was revised to a size 4 ps femur with a 5x10 insert. Rep confirmed that no further information will be released by the hospital or surgeon.